Manufacturer narrative:
This report is for an unknown screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: markbreiter, l.a. And thompson, f.m. (1997), proximal metatarsal osteotomy in hallux valgus correction: a comparison of crescentic and chevron procedures, foot & ankle international, vol. 18 (2), pages 71-76, doi: 10.1177/107110079701800205 (USA). The aim of this retrospective study is to compare one surgeon's outcomes using the proximal crescentic osteotomy with those of the proximal chevron osteotomy for patients with moderate to severe hallux valgus deformities. Between july 1983 to december 1992, a total of 36 patients underwent 50 hallux valgus reconstructions. Of these, only 18 patients (25 feet; 2 male and 16 female) with an average age of 55.7 years (range, 24-74 years) in the crescentic osteotomy group were fixed with an ao screw. The duration of follow-up was 62.4 months (range, 40-141 months) for the crescentic group. The following complications were reported as follows: 2 feet were noted to have mild pain. One of these two feet was the preoperatively pain-free foot of a patient who wanted matching feet. 1 patient was unsatisfied. The majority of patients had a decrease in motion of the metatarsophalangeal joint after both procedures, but only one patient in each group was symptomatic secondary to stiffness. 13 patients in the crescentic group underwent screw removal. 3 patients had transfer lesions to the second metatarsal. 1 patient had superficial cellulitis. This report is for an unknown synthes screws. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B6: relevant test/lab data: american orthopaedic foot and ankle society (aofas) hallux metatarsophalangeal-interphalangeal scale, radiograph preoperatively and postoperatively. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.